Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was suspected to exhibit premature battery depletion (pbd). Previously, the device showed four and a half years remaining longevity. During the recent check, the device showed two years remaining longevity. Boston scientific technical services (ts) discussed possible reason for this issue. The battery diagnostic data indicated that the power consumption of this device has been steadily increasing. The device should be replaced and returned for detailed analysis. The malfunction appeared consistent with other devices that have had continuous average power increases due to hydrogen in the enclosed device case. As of this time, the device remains in service. No adverse patient effects reported.